Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device control panel powered on to a blue screen, but the application would not boot up . As per follow up information received via email on 27may2022, there was no patient involvement. As per sample evaluation results received on 08aug2022, during decontamination it was found that the chiller shorted, causing power to shut down. The chiller pump seized, causing card cage power to cycle on and off. The arctic sun device had cross threaded bolts in the rear of the upper bracket to the tank and one cross threaded tank bolt in the front . Two inner screws for the ac cca card were left off during troubleshooting . The device needed to be primed to autofill . It was reported that a red screen indicating system would not start was observed and the control panel connection to isolation circuit card not seated properly. Per sample evaluation results received on 17nov2022, the double bend tube and the chiller evaporator outlet tube were replaced due to tube expansion discovered during servicing. It was stated that the replacement of the tank seals was due to deterioration of the bonding surface . It was also stated that the mixing pump motor had a broken pump mount discovered when removing the pump head . It was noted that the chiller pump was found to be seized, causing power to drop, and rebooting the system. It was also noted that a red screen indicating the system would not start was observed and the control panel connection to the isolation circuit card was not seated properly .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device control panel powered on to a blue screen, but the application would not boot up. Per follow up information received via email on 27may2022, there was no patient involvement. Per sample evaluation results received on 08aug2022, during decontamination it was found that the chiller shorted, causing power to shut down. The chiller pump seized, causing card cage power to cycle on and off. The arctic sun device had cross threaded bolts in the rear of the upper bracket to the tank and one cross threaded tank bolt in the front. Two inner screws for the ac cca card were left off during troubleshooting. The device needed to be primed to autofill. It was reported that a red screen indicating system would not start was observed and the control panel connection to isolation circuit card not seated properly. Per sample evaluation results received on 17nov2022, the double bend tube and the chiller evaporator outlet tube were replaced due to tube expansion discovered during servicing. It was stated that the replacement of the tank seals was due to deterioration of the bonding surface. It was also stated that the mixing pump motor had a broken pump mount discovered when removing the pump head. It was noted that the chiller pump was found to be seized, causing power to drop, and rebooting the system. It was also noted that a red screen indicating the system would not start was observed and the control panel connection to the isolation circuit card was not seated properly.